Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation was confirmed. One unpackaged ar-6410 device was returned for evaluation. Visual evaluation revealed damaged to the neoprene sleeve (collapsed). No other damaged was observed. During device functioning, the ar-6410 tubing was assembled to a known good ar-6480 pump to be tested under normal use conditions. When powering on the audible alarm was triggered. The most likely cause for the found failures can be attributed to user error of the device, such as disconnecting and reconnecting the tubing during use. Refer to investigation photo.

Event description:
It was reported that when the ar-6410 was opened the membrane was crushed. No adverse effect on the patient reported.